Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading inaccurately high compared to norm. Readings reported were 226 mg/dl, 252 mg/dl and 139 mg/dl. No symptom of high or low blood glucose, a medical professional was contacted for advice, no change in diabetic medication. The pt was on a new medication for hypertension/cholesterol and the dr. Suspended this due to possible allergic reaction. The customer care representative performed troubleshooting. The pt no longer had the test strips that were used, however they stated the vial that they were using, same lot number, had damaged test strips and the other vial had a "couple of peeling test strips." Based on the information obtained there is a strip malfunction due to the peeling. Insufficient information to state this led to the "inaccurate highs". This is reported as a strip malfunction. The test strips were replaced.